Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and was not returned for analysis. The balloon was subjected to positive pressure, hardened medium was evident in the balloon, crimp marking evident on balloon body. A visual and tactile examination found there were several hypotube kinks along catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jul-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.75x24mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent detachment/separation.